Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lbh product for the subclass of adverse event safety request for investigation. Also noted that it was not process nor design related; there are no regulatory notification, no regulatory impact, no product quality impact, no stability impact and no market /clinical impact.

Event description:
Burn/ blister [burns second degree], 73-year-old patient put it on at bedtime and took it off the next morning [device use error], states the scar is still there [scar]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp (patient). A 73-year-old female patient, on-pregnant, post-menopausal, started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date on (B)(6) 2018, one every time her back bothered her, for pain from spinal stenosis (device lot number and expiration date were not available). Medical history included ongoing spinal stenosis for 25-30 years and a doctor followed her for that; ongoing atrial fibrillation diagnosed a few years ago; abnormal skin (bruises easily and wrinkled now). The patient has used the product for 15-20 years. On (B)(6) 2018 she used one on her lower back and it burned her back. There was a blister there. She put it on at bedtime and took it off the next morning, it was on for 7 hours. It says can be worn for 16 hours, but that would have really burnt her bad. It scared her when she took it off, because she never expected that. Her pain is from spinal stenosis and the area that blistered is on her lower back, more on the buttocks kind of, but she states not on the spine, as the strips are wide and they go top and bottom. She used one every time her back bothered her, but she did not use one a couple days before the burn. She did not buy just one box, she kept them on hand, because they eased the muscles. She did not know what the specific product name was. She stated it was probably back and hip, because it was a big pad, a wide strip. She did not have the product that burned her or the other heat wrap available. Pharmacy took the product, so she did not have the upc number, lot number, or expiration date for the box. She stated that pharmacy called her and let her know about the recall. She took the product that she had left back to pharmacy and they reimbursed her in full. Packaging was sealed and intact. She clarified that the blister was healed and gone, but the scar was still there. She stated that would probably never go away. No lab data was provided. The patient was currently under the care of a physician for spinal stenosis for 25-30 years and a doctor followed her for that, atrial fibrillation a few years ago and stated her heart has nothing to do with being burned. The patient classifies her skin tone as dark or olive. She does not have sensitive skin. The color of the box you purchased is red box. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of burn/ blister was resolved on (B)(6) 2018. The outcome of scar was not resolved. The patient considered burn/blister is related to the device. On follow-up on (B)(6) 2019, the product complaint group provided an investigation summary which is as follows: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lbh product for the subclass of adverse event safety request for investigation. Also noted that it was not process nor design related; there are no regulatory notification, no regulatory impact, no product quality impact, no stability impact and no market /clinical impact. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. Follow-up (09jan2019): new information reported from product quality complaint group: investigation summary. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim (preferred term) burn/ blister (burns second degree), (B)(6) year-old patient put it on at bedtime and took it off the next morning (device use error), states the scar is still there (scar). Case narrative: this is a spontaneous report from a contactable consumer or other non hcp (patient). A (B)(6) -year-old female patient, on-pregnant, post-menopausal, started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date to (B)(6) 2018, one every time her back bothered her, for pain from spinal stenosis (device lot number and expiration date were not available). Medical history included ongoing spinal stenosis for 25-30 years and a doctor followed her for that; ongoing atrial fibrillation diagnosed a few years ago; abnormal skin (bruises easily and wrinkled now). The patient has used the product for 15-20 years. On (B)(6) 2018 she used one on her lower back and it burned her back. There was a blister there. She put it on at bedtime and took it off the next morning, it was on for 7 hours. It says can be worn for 16 hours, but that would have really burnt her bad. It scared her when she took it off, because she never expected that. Her pain is from spinal stenosis and the area that blistered is on her lower back, more on the buttocks kind of, but she states not on the spine, as the strips are wide and they go top and bottom. She used one every time her back bothered her, but she did not use one a couple days before the burn. She did not buy just one box, she kept them on hand, because they eased the muscles. She did not know what the specific product name was. She stated it was probably back and hip, because it was a big pad, a wide strip. She did not have the product that burned her or the other heat wrap available. Pharmacy took the product, so she did not have the upc number, lot number, or expiration date for the box. She stated that pharmacy called her and let her know about the recall. She took the product that she had left back to pharmacy and they reimbursed her in full. Packaging was sealed and intact. She clarified that the blister was healed and gone, but the scar was still there. She stated that would probably never go away. No lab data was provided. The patient was currently under the care of a physician for spinal stenosis for 25-30 years and a doctor followed her for that, atrial fibrillation a few years ago and stated her heart has nothing to do with being burned. The patient classifies her skin tone as dark or olive. She does not have sensitive skin. The color of the box you purchased is red box. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of burn/blister was resolved on (B)(6) 2018. The outcome of scar was not resolved. The patient considered burn/blister is related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device.